Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt was at the neurosurgeon office today and saw rep. Rep told pt they needed a new controller. Pt clarified the rep told them the controller buttons are not working properly - pss asked for event date and pt stated it's been awhile asked unknown event date. Pt has a larger battery so also needs a large door cover. Patient services (pss) is sending a request to repair team for the controller. Additional information was received from a patient (pt) regarding an external device. The reason for call was pt stated they were having issues charging the implant (ins). Pt stated they have to constantly move the paddle to get excellent or good charge quality asked unknown event date. Pt stated the rep looked at it and suggested the rtm cord be replaced. Rep told pt the ins is tilted in the pocket so could be causing some issue - pt stated they have had the rtm cord replaced before. Patient services (pss) is sending a request to repair team for the rtm cord. Additional information was received from the patient on (B)(6) 2024. They reported that the battery was not tilted per surgeon, and the charging was fine. The charging issues has been resolved. The surgeon plans to move the battery to a more comfortable location to the patient for no reasons related to the above complaints.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause to move the implantable neurostimulator (ins) to a more comfortable location was not determined. The rep reported that the most likely cause was due to discomfort. The rep reported that there is a surgical revision planned but not scheduled and that this issue has been resolved. The device is still in use at the time.